Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient's husband called 911 at approximately 5:00 am on (B)(6) 2020 due to low readings from the cgm; the patient was having a non-epileptic seizure. At approximately 5:15 am emergency medical technicians (emts) arrived and checked the patients bg which was 200 mg/dl although the cgm was still displaying low readings. The patient was taken to the emergency room (ER) and arrived at approximately 5:30 am. Upon arrival the bg meter from the hospital gave a reading of 163 mg/dl but the cgm showed 107 mg/dl. The patient was discharged at around 9:30 am and went home in stable condition. The patient husband was unaware of whether any ems or ER treatment was provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.